Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient saw a great improvement yesterday, but today frequency had increased and they did not believe that they were seeing as much improvement today as yesterday. It was advised to increase stimulation to comfortable level. Patient stated after increasing stimulation that stimulation was not bothersome or painful, but did describe it as "weird". It was advised to decrease to more comfortable level. Patient increased stim last night and it was annoying. Patient mentioned bruising at lead site. Patient also mentioned symptoms were worse than before evaluation. Patient also mentioned stimulation felt like a pressure in bladder. Patient rated evaluation a "2 or 3". Patient was very frustrated that they had not seen the improvement that they had hoped for. Patient saw slight improvement, but not enough to get implanted. Patient had a yeast infection patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. Correction made to lead model number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient saw a great improvement yesterday, but today frequency had increased and they did not believe that they were seeing as much improvement today as yesterday. It was advised to increase stimulation to comfortable level. Patient stated after increasing stimulation that stimulation was not bothersome or painful, but did describe it as "weird". It was advised to decrease to more comfortable level. Patient increased stim last night and it was annoying. Patient mentioned bruising at lead site. Patient also mentioned symptoms were worse than before evaluation. Patient also mentioned stimulation felt like a pressure in bladder. Patient rated evaluation a "2 or 3". Patient was very frustrated that they had not seen the improvement that they had hoped for. Patient saw slight improvement, but not enough to get implanted. Patient had a yeast infection. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.